Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a neuro embolization procedure, two flexor raabe guiding sheaths leaked upon insertion of the devices over another manufacturer¿s 0.035-inch wire. Access was obtained in the femoral artery to target the common carotid artery. A backflow of blood was reported from the sheaths, during which the wire guide was in the sheath lumen. Resistance was not encountered upon insertion or removal of the sheaths; however, resistance was encountered upon removal of the wire through the sheaths. Another device from a different lot was used to complete the procedure. Blood loss was minimal, and the patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint devices was also conducted. The complaint devices were returned to cook for investigation. Both hubs leaked from the disc during leak testing. The center disc holes were open and not sealed, and the discs¿ slits were off-center. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number or any other final lot using the same raw material as the complaint lot. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned devices suggests that there is evidence the devices were manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. Responsible personnel were notified. There has been no increase in the occurrence of this failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a neuro embolization procedure, two flexor raabe guiding sheaths leaked upon insertion of the devices over another manufacturer¿s 0.035-inch wire. Access was obtained in the femoral artery to target the common carotid artery. A backflow of blood was reported from the sheaths, during which the wire guide was in the sheath lumen. Resistance was not encountered upon insertion or removal of the sheaths; however, resistance was encountered upon removal of the wire through the sheaths. Another device from a different lot was used to complete the procedure. Blood loss was minimal, and the patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.